Manufacturer narrative:
Analysis of the returned device was completed on 3/20/2024. The results are below: the event log was reviewed, and there was a line that indicates a system error took place. It took place before any volume was infused on 20 ml infusion. The subcode is 44 which indicates a motor open, motor delay issue. During functional testing, the reported problem was duplicated. A new 20 ml infusion was started, and the pump alarmed system error immediately.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.